Event description:
Customer reported via phone, the insulin pump was submerged in water and now it was not responding. Customer's blood glucose was 124 mg/dl. Customer stated she went swimming and forgot to remove the insulin and she went into the water. Customer attempted to resolve the issue by inserting a new battery but the device would only count up to three and then shut down again. Customer stated she can see water on the side of the wiring, where the battery side is on. Customer also put the device in rice for a few hours and issues persisted. Troubleshooting was performed for exposed fluid and blank display, unable to troubleshoot for alarm or keypad anomaly. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return he device to undergo further testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronics. The pump also had moisture damage on the motor. Unable to verify the button/keypad anomaly due to the blank display. The pump also had minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.